Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report. The meter's serial number is not know.

Event description:
A patient/layperson alleged his one touch ultra meter was inaccurately high compared to the hospital's meter based upon results on 92 mg/dl (patient's ultra) and 35 mg/dl (hospital's meter) within 10 minutes. The patient described "acting nuts and disoriented" before testing. He was given orange juice after which the hospital meter result was 106. The products were replaced. Due to caller ID, this senior medical affairs specialist has been unable to speak with the patient. A letter will be sent. In the meantime, the complaint is classified based upon the customer care advocate's, cca's, information. Reportedly, the patient had been admitted to hospital in 2007 for cardiac complications. The event above occurred while still in the hospital on either the next day or the day after that day. The patient had not control solution to run quality control for the cca. The complaint is classified as an adverse event as the patient alleged that a result of 35 obtained by the hcp, indicating hypoglycemia and a serious injury.